Event description:
Allegedly revised due to other indication for revision.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01887.

Manufacturer narrative:
This report was submitted in error. This is a duplicate of 1043534-2013-01991.